Event description:
It was reported stimulation was only utilized for 6 months after implant. Although the patient was reprogrammed several times, the stimulation ceased relieving the pain. Surgical intervention is being requested by the patient.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.